Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited episodes of noise on the shocking electrogram. Additionally, there are episodes in which it appears as though the atrial and ventricular lead are not capturing.